Manufacturer narrative:
(B)(4). Batch # unk. The lot record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colon resection the jaw of one device snapped off and fell into the patient. The jaw was removed. Another device was employed to proceed with the case, but the jaw on it broke. No pieces were reported to have fallen off or into the patient. It is unknown how it broke or where precisely. The procedure was still being conducted when the complaints were reported. A third device was being used to complete the procedure. Neither of the devices were used on bone. It is unknown if the smaller piece that broke off into the patient is being returned with that device. There were no patient consequences reported.